Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath exhibited air bubbles. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. A catheter was inserted into the sheath and aspiration was performed, but air was continuously drawn out of the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Inspection of the hemostatic valves found the external and internal valves torn by the center slit on the inner face, compromising the valves' ability to seal pressure and fluid within the sheath. The hemostatic valves were also confirmed to be deformed as the valves were unable to revert to its closed state. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath exhibited air bubbles. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. A catheter was inserted into the sheath and aspiration was performed, but air was continuously drawn out of the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.